Manufacturer narrative:
Duragen 3x3 1 pack ce (id3301i) was not returned for evaluation; therefore, an evaluation of the product could not be performed. Lot number information has not been provided; thus, DHR review could not be performed. Failure analysis: based on the information provided and the lack of sample availability for evaluation, the complaint is considered unconfirmed. Medical assessment: a medical assessment was performed which concludes the following: "there exists no evidence to support a causal relationship determination that would implicate the duragen catalog graft as the initiating agent of the mrsa infection. The infection is likely procedurally related and occurred either during the second surgical removal of the remaining tumor, or due to the postoperative hydrocephalus procedure. The information provided does not suggest a causal relationship to the device. The product IFU addresses possible complications during these types of procedures. For information purposes, the following statements are in the adverse event section: ¿adverse events: possible complications can occur with any neurosurgical procedure and include cerebrospinal fluid leaks, infection, delayed hemorrhage, and adhesion formation. In clinical evaluations involving 1096 patients, postoperative wound infection rates for duragen were reported at approximately the same rate as the control group. Postoperative cerebrospinal fluid leaks were reported in 3 of 67 patients who underwent intradural posterior fossa procedures. Macroscopic evaluations revealed minimal adhesion formation only when there was significant disruption of the pia-arachnoid. There were no reports of graft encapsulation, neomembrane formation of foreign body reactions. There were no reports of graft rejection at histology." Root cause: based on the available information and medical assessment performed, the root cause of the reported event is likely procedure related and not due to product use. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that after surgery using duragen 3x3 1 pack ce (id3301i), an abscess was found. As a result, surgery was performed again. Additional information received indicates the following: in (B)(6) 2023, the patient had his first surgery due to pxa (benign/ grade 2). No usage of duragen. On (B)(6) 2023, the second surgery was performed, and the remaining tumor was removed. Duragen was used for this procedure due to the leakage of csf. After a week of the second surgery, hydrocephalus was confirmed. On (B)(6), abscess (mrsa) was removed. Only the removal and cleaning were done. Dura maters were combined without any damage. No remaining of abscess was found. The cranium was removed and will be implanted next year. No other artificial dura maters were used. Only fibrin glue and neoveil sheet were used. Neither radiation therapy nor steroid administration were performed. Primary disease: pxa (benign/ grade 2). Current status: recovered and discharged from hospital.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.